Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose has increased to the 500 mg/dl. The customer did not mention how they treated their 500 mg/dl blood glucose values; however, the patient treated in the past via insulin pump bolus and manual insulin injection. The customer's current blood glucose was 253 mg/dl. Additionally, the customer stated that the insulin pump buttons became harder to press. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.